Event description:
It was reported on 16 june 2016, a 19mm sjm trifecta valve was implanted as a replacement of 19mm epic supra valve w/flexfit (sn: (B)(6), due to a leaflet tear on the right coronary cusp. The patient presented with shortness of breath and during follow-up aortic regurgitation was noted on the trifecta valve and a valve in valve is procedure is being considered. Additional information recieved on 07/19/2021; the patient is being closely monitored at this time. The patient's exact status is unknown however, the valve in valve still haven't been performed.

Manufacturer narrative:
An event of aortic regurgitation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 16 june 2016, a 19mm sjm trifecta valve was implanted as a replacement of 19mm epic supra valve w/flexfit (sn: (B)(4)) due to a leaflet tear on the right coronary cusp. During follow-up aortic regurgitation was noted on the trifecta valve and a valve in valve is procedure is being considered. The patient status is unknown and additional information has been requested but not yet received. Manufacturer report number: 3001883144-2016-00047.